Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding their implantable neurostimulator (in s). Rep said patient got message about therapy increase not available / low output detected notification (oor) (113)". After further research, technical services(ts) called rep back to review oor message. Rep said setting was at 2.4 amplitude when patient got the message. No fall/trauma was known. No symptoms were reported. Additional information was received from the manufacturer representative (rep). Rep reported that the pt had an electrode impedance. They were able to program around the impedance and got coverage. The issue has been resolved.